Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user had experienced blood glucose levels over 250 mg/dl but less than 500 mg/dl without signs or symptoms of hyperglycemia. It was reported that the pump had missing bolus records and was not recording all boluses as programmed. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no errors, alarms or warnings occurring. Investigation manually performed a 10 unit normal bolus and a 10 unit audio bolus successfully with both being accurately recorded in the pump history. There were no hypersensitive or stuck keypad buttons on the keypad. Investigation did not duplicate the complaint. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.